Event description:
It was initially reported that a pt presented high lead impedance readings during a recent office visit. The pt was recently incarcerated and sustained a cut in the chest area however the physician treating the pt did not believe the cut was deep enough to affect the generator. It is unk whether or not the cut damaged the lead. The pt was instructed to have x-rays taken and bring them to the surgeon's office however it is unk whether or not the pt had the x-rays taken. The pt has not made it to any f/u appointments however there is a surgical consult scheduled for the pt to be evaluated for revision surgery. The pt was previously seen in (B)(6) 2010 but the physician was not able to recall the specific diagnostic results obtained at that visit. Good faith attempts to obtain additional information have been unsuccessful to date.